Event description:
Reported failure was that the distal tip spring unraveled. The user indicated there was no damage noted during visual examination when the wire was removed from the packaging and during preparation. No resistance was felt at any time during the procedure. The device was not stuck in a lesion or a stent and no adverse events or patient injury was reported.

Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. The device was returned and investigated in accordance with volcano policy. The wire was received without its corresponding connector. Microscopic inspection revealed that the cre wire was broken and protruding. The distal tip coil had become unwound from its coiled position. The hypotube-proximal coil joint was slightly stretched. The pressure sensor and distal tip were missing from the device. The noted damage can be caused if the device is impacted, manipulated or if excessive force is applied. Additionally if the tip becomes caught in the other devices the coils may be pushed distally, creating a gap and the appearance of having unwound. There was no report of the device being entangled during use. The root cause of the failure cannot be conclusively determined however; the damage observed is likely the result of handling of the device either post procedure, or during the return of the device. There was no report of patient injury, and it is unlikely that the damage observed existed while the device was in-vivo. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities.